Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The mixer assembly was ordered for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the unit was able to function in alt o2 mode. There was no reportable malfunction.